Manufacturer narrative:
Initial reporter: (B)(6). Event site postal code - (B)(6). Event site city: (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after inserting an intra-aortic balloon (iab), the optical sensor would not work and a "iab optical sensor fault" alarm occurred. The intra-aortic balloon pump (iabp) was checked and found to be fine. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.